Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The visual inspection found no defects. As the pencil got closer to the cooper scissors, spark was seen where in the pencil tip caught on fire, got burnt and melted. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the issue, tissue was dissected with scissors, and the pencil was used for the dissected tissue. As the pencil got closer to the scissors, spark was seen where in the pencil tip caught on fire, got burnt and melted. New device was used to continue. There was no patient injury.